Manufacturer narrative:
D10 concomitant products: vloca208l, vloca208l v-loc* 180 2-0 abs reload20cm (lot # n6a1361y); 173016, 173016 endo stitch instrument (lot # j5l2635ey); vloca208l, vloca208l v-loc* 180 2-0 abs reload20cm (lot # n6a1361y); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the total laparoscopic hysterectomy while closing the vaginal cuff, there were no issues with loading or toggling of the device, however, when the surgeon attempted to take a bite of tissue, the needle fell out of the device. The issue occurred on three sutures. The needle components fell into the cavity of the patient and was retrieved with a grasper. A new instrument and suture was opened to resolve the issue. No patient complications have been reported as a result of this event.